Manufacturer narrative:
Initial reporter: there was no contact phone number provided. The device serial number was unknown. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the burn was visible on the brain but not on the dura. It was reported that there were no negative effects due to the burns on the brain after the surgery. The reporter stated that the patient showed no symptoms. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure, it was discovered that the craniotome device overheated. The reporter clarified that traces of burns were visible on the brain where there was no ¿dura covering¿ after removing the bone flap. In the areas where the dura was still around and covering the brain, there were no traces of burns visible on the dura. It was further reported that the "dura was torn during craniotomy". The reporter indicated that there was manual irrigation used during the surgical procedure. There were no delays to the surgical procedure. There was patient involvement reported. It was reported that there was medical intervention. However, the type of medical intervention was not reported. It was clarified that there was no further complications due to the burns. The exact date of the event was unknown, however, the reporter clarified that the event occurred three weeks prior to (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.